Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the drive support cap was sticking out. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during basic test due to loose protruded drive support disk; unable to perform occlusion, prime, the excessive no delivery test due to a33 alarm. The insulin pump passed self test, a21 test, displacement test and all operating currents were within the specification, no unexpected low battery or off no power alarm noted. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.